Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was received in good visual condition; however, the jaws were found to be yielded. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Possible causes for the condition found of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is meant by "user had to fire several times until clips were appropriately implanted on tissue?" Were clips applied to tissue and then clips came loose? Did clips not deploy from jaws of device onto tissue and then later were deployed on tissue?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the user had to fire several times until the clips were appropriately formed and implanted on the tissue. No patient consequences reported. Procedure was completed with same like device.